Event description:
The surgeon inserted an icm120v4 12mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012, due to elevated iop associated with excessive vault. The lens was exchanged for a shorter length and this resolved the problem.

Manufacturer narrative:
Method - lens work order search. Medical review. Results - the visual inspection of the lens showed the lens was returned dry, a piece of the haptic was torn off and missing and there was clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Medical review - off label use of the device, no clinical data can support the complaint event (s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4) intraocular pressure rise, (iopr), surgical procedure. (B)(4) - explanted, lens, vault, excessive. (B)(4).